Event description:
It was reported the pt was experiencing heating, discomfort and pain at the ipg pocket site. The pt stated the sensation was present at all times. The pt was advised to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.